Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the pc app displays: replace generator soon. The patient stated they first saw the message about a year ago ((B)(6) 2020). Diagnostics showed that the battery life was normal of 2.92 v and reprogramming resolved the issue.